Event description:
Some needlesticks happened to the hospital personnel during removal of the mst11 from the fisher table, after the biopsy. The responsible of the ieo technical department, says that after the biopsy the operator must handle a component that includes the needle without any protection from accidental needlesticks.